Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump had audio anomaly. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had multiple insulin pump error alarms. Customer stated that they were able to clear the alarm. Customer declined troubleshooting for the audio anomaly and they did not hear anything from insulin pump. Customer stated that all four years always got message to reset time and date. Customer stated that the drive support cap was normal. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.